Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not received: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the har9f for the entire procedure? What other instruments were used during the surgery? If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Did the patient have a hematoma? If yes, where was the hematoma? Between the platysma muscle and the sternohyoid muscles (superficial)? Deep to the strap muscles along the larynx (deep)? How was the bleeding controlled in the second procedure? How much blood was lost? Did the patient require a transfusion? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Manufacturer narrative:
(B)(4). Additional information received: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the har9f for the entire procedure? Used mostly sutures for vessels, only small veins with the har9f. What other instruments were used during the surgery? Bipolar, monopolar, neuromonitoring machine. If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? Unable to recall with 100% confidence, may have taken the vessel with the har9f. Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? It was from a branch of the superior thyroid vein. Was the patient up and walking around when the bleeding occurred? No, patient was still under. Had the patient coughed prior to the bleeding? Patient was gagging due to the removal of tube. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Neck swelling, loss of airway and she was turning blue (patient was still under and just waking up). Did the patient have a hematoma? Yes in all layers. How was the bleeding controlled in the second procedure? Reopened the site and using compression and suture ties. How much blood was lost? 300-400ml. Did the patient require a transfusion? Yes, 1 pint. Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No . What was the patient¿s pre-op hemoglobin and hematocrit? It was normal. What was the patient¿s post operative hemoglobin and hematocrit? Difficult to determine due to dilution factor, but hemoglobin at 7.1 and hematocrit at 22-22. What is the current patient condition? Well and healthy .

Event description:
It was reported that after a total thyroidectomy procedure, postoperatively patient had a bleed from operation site. Surgeon was unable to determine if bleeding was due to the device as not all vessels were ligated using the device. Bleeding was controlled; patient voice was affected on the first day, but recovered well subsequently. Patient has gone home and recovered well according to surgeon and is stable. One device was discarded.